Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. No co2 flow getting into the tunnel through both the proximal and distal co2 port. Co2 was flowing normal through from the insufflator but once connected to the ports, no flow. The btt port was first changed and had same issues then the a new vh-3500 was opened and the problem continued. The case continued with no co2 flow but as the pa worked the way to the end of the tunnel and started to come back, the co2 started working at about 50%. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. No co2 flow getting into the tunnel through both the proximal and distal co2 port. Co2 was flowing normal through from the insufflator but once connected to the ports, no flow. The btt port was first changed and had same issues then the a new vh-3500 was opened and the problem continued. The case continued with no co2 flow but as the pa worked the way to the end of the tunnel and started to come back, the co2 started working at about 50%. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4).